Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. The aortic neck was short and conical in shape. It was reported that after the stent graft was implanted there was a type ia endoleak. The decision was made to implant aptus endoanchors, however, the endoleak did not resolve. Intervention was then performed and bilateral renal snorkels were placed with a proximal cuff extension. There was no evidence of an endoleak present after the procedure. The physician stated the cause of the event is due to the short conical proximal neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.